Event description:
On september 13, 2006 the lay user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately erratic. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient obtained a 156 mg/dl on the reported meter. She administered 50 units of humulin n insulin. She later had developed symptoms of numbness in her mouth, no feeling from the knees down, dexterity problems, and sweating profusely. More than 20 minutes following the initial result, she tested and obtained a 47 mg/dl on the reported meter. It is not known if the second meter result was taken while feeling symptomatic; however, she did state she tested while symptomatic. She drank orange juice. The customer care advocate (cca) verified that the unit of measurement was set correctly. The patient was correctly cleaning the puncture area and using the correct testing technique. The cca discovered that the patient had been using expired test strips. The meter, test strips, and control solution were replaced. It would have been helpful to know how long the patient had been using expired test strips, her medication regimen, did she have symptoms when she obtained the 156 mg/dl result, if she tested after she drank orange juice, and if she received further medical attention. This complaint is being reported due to the following conclusion: the patient obtained an inaccurate result due to using expired test strips, administered 50 units of an intermediate acting insulin, later had symptoms, and obtained a result of 47 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evauation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.